Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, clinical study) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The indication for use regarding the pump was spasticity, multiple sclerosis (2010). The patient's current work status was noted as being on long term disability. The patient's other medications included the following: dafalgan, lyrica, sipralexa, tradonal, and zaldiar. It was reported that the patient's catheter had broken and was revised on (B)(6) 2021. It was unknown if there was any impact to the patient. No additional medical intervention was required.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# unknown , implanted: (B)(6) 2014, product type :catheter; other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown implanted: (B)(6) 2014 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study and company representative. The device diagnosis was catheter break/cut (previously noted as catheter disconnection at the pump). Examination on (B)(6) 2021 revealed swelling at the pump pocket. They had seen that the catheter was torn off at the connection to the intrathecal baclofen (itb) pump at the revision performed (B)(6) 2021. The serial/lot number of the model 8781 catheter associated with the event was unknown. The cause of the break was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown serial# implanted: (B)(6)2014, explanted: (B)(6)2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider via a clinical study on 2022-apr-13. It was reported that, two weeks following the pump placement on 2021-jun-07, the patient experienced increased spasticity. At about the same time, generalized itching also developed. This itching was first attributed to a new care product but was also could have been due to a sudden underdosage of intrathecal baclofen. The patient also experienced swelling without heat or redness at the level of the pump. No abnormal readings of the pump were noted. A revision was performed on (B)(6) 2021 and the catheter was found to be torn off at the pump connection. The outcome of the event was noted as resolved without sequelae on (B)(6)2021. Interventions included a catheter component explanted or replaced and disposed of according to biohazard instructions. The event resulted in in-patient hospitalization/prolongation of existing hospitalization. The device diagnosis was catheter disconnection at the pump. The clinical diagnosis was increased spasticity. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related.

Event description:
Additional information was received from the foreign healthcare provider via a clinical study. The device diagnosis was disconnection at the pump and the clinical diagnosis was baclofen underdosing.

Manufacturer narrative:
B3 correction: the event date has been corrected to indicate 2021-06-21 (previously indicated as 2021-07-09). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.